Manufacturer narrative:
Failure analysis revealed that all the buttons function properly however, moisture damage was found on the keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
Customer reported the number was scrolling on her insulin pump. The customer stated the problem occurred when she was trying to program a bolus. The customer's blood glucose was 101 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.